Event description:
It was reported that the lower right button on the insulin pump was not responding. Blood glucose value was normal, did not require medical treatment. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.